Event description:
During follow-up, the patient had chest pain. Diagnostic imaging was performed confirmed that a pericardial effusion occurred. It was suspected that the pericardial effusion was related to the implant of the right ventricular (rv) lead or right atrial (ra) lead but the exact cause was not known. The patient was stable and will continue to be monitored. There were no further adverse consequences.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found.